Event description:
Crrt machine alarming for various pressure alarms such as low venous pressure, low effluent pressure and air in fluid intake. System inspected, catheter flushed. Cartridge removed for replacement, alarms still going off with no cartridge. Device retained in ICU and bio-med engineering notified.